Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reports to have received a no delivery alarm. Customer's blood glucose was 387 mg/dl. After troubleshooting, customer was advised that insulin pump was functioning as designed. Customer was also advised that reason for alarm was infusion set / reservoir occlusion. No further information provided.